Event description:
On 11-mar-2026, it was reported by a sales representative via (B)(4) that an ar-6480 arthroscopy pump had irregular pressure that spiked very high. This was discovered during a procedure with no patient harm. Additional information provided 23-mar-2026; it was further reported the issue occurred during a knee arthroscopy procedure with the settings set to a pressure of 45. The case was completed with another pump, and no extravasation/overpressure was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.